Event description:
The customer reported approximately three (3) milliliters of clear fluid leaked outside the instrument from the blood sampling valve (bsv) manual probe wipe rinse block involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted and no erroneous results were generated. Patient samples were reanalyzed on an alternate analyzer and results correlated. The customer stopped operating in the manual mode when the fluid leak was discovered. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the blood sampling valve (bsv) probe slightly bent and the wiper block misaligned. The fse straightened the probe and adjusted the wiper alignment to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).